Manufacturer narrative:
Follow-up submitted for additional information. Updated section b4 for report submission date, g1 for follow-up report submitter, g3 for awareness date and g6 for report type and follow-up number. Updated h2 for follow-up type. Explant date, bone quality and lot number are unknown this complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within deviation 1412.

Manufacturer narrative:
Explant date were not provided. When the requested information becomes available, a supplementary report will be submitted. Patient weight is unknown. Lot and part information is unknown. If additional information becomes available a supplementary report will be submitted. Device evaluation results are not available. When the analysis is complete, a supplemental report will be submitted. PMA/510(k) - not applicable.

Event description:
Per complaint (B)(4), after clinical procedure, patient experienced failure of implant to osseointegrate.